Event description:
It was reported during the implant procedure the lead was positioned and tested with normal impedances. When the ipg was connected to the lead, the lead exhibited invalid impedances. The physician opted to use a different ipg to complete the procedure. It was reported with the new ipg the lead impedances were normal. The procedure was extended about 12 minutes.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.